Event description:
Customer states pt had blood glucose result of 89 mg/dl taken on the advantage system; pt was diaphoretic and pale, and was re-tested on her own meter within mins (type unk), and result was 14 mg/dl. Re-tested pt on her own meter and result was 20 mg/dl; she was treated with an ampoule of d50%. Following the ambulance run, customer tested her blood glucose with advantage system and received result of 180 mg/dl; re-tested on another professional device and the result was in the 80's (mg/dl). Requested returned of suspect device and replacement was sent.